Manufacturer narrative:
The pod was received with the cannula deployed and needle retracted. After investigation of the needle mechanism, no issues were found that would result in the needle failing to retract. The device ran for 206 pulses and was deactivated by the user. No issues were found that would prevent the device from delivering insulin.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming that the device deployed the cannula correctly.

Event description:
It was reported that the patient's blood glucose level reached 23 mmol/l (414 mg/dl). The pod was worn between 1 and 4 hours on the abdomen. It was noted that the needle did not retract; indicating a needle mechanism failure. Hyperglycemia treated with a new pod.